Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has one scs lead and two pns leads. The event is related to the pt's scs lead. It was reported the pt is not receiving stimulation from her scs lead. Diagnostics revealed invalid impedances. The pt may have x-rays taken and undergo surgical intervention to address the issue at a later date.